Manufacturer narrative:
(B)(4). Date sent: 3/29/2024.

Manufacturer narrative:
(B)(4). Date sent: 4/24/2024. D4: batch # e23110015. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cec45a device was returned with the closure trigger broken and with no reload present. No functional test was performed due to the condition of the device. In addition, no damages were noted on the jaws. The damage on the device, it is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in increased forced to fire or instrument failure. Device history review: a manufacturing record evaluation was performed for the device batch e23110015, and lot number e230000409 no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/6/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished pcee60a, with lot/batch number a9du1h, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, after fired and noted the firing trigger was broken. Changed another one to continue the surgery, it was reported that during the surgery, noted the anvil deformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.